Event description:
It was reported that an asymptomatic patient presented to the clinic for a scheduled check. Upon examination the pocket infection was discovered. The patient underwent debridement procedure. The patient was in a stable condition.